Event description:
The patient developed red hardened bumps at the treatment sites ten days after treatment with cosmoderm. The physician prescribed oral prednisone and topical cortisone cream to treat the symptoms.